Event description:
Neoflow sensor malfunctioned. Changed 3 different, new sensors and the sensor cable; still unable to calibrate the sensor. Did complete ventilator check, while other rt bagged the pt and the ventilator did not pass the sensor calibration.because it was mechanical problem and the pt was not affected. Another rt hand ventilated the pt during ventilator check and pt slept comfortably.======================manufacturer response for neo flow sensor, neo flow (per site reporter).======================frequently reported problem.